Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer stated he changed battery, but display is still blank. Customer stated he went to check blood glucose and noticed the blank display. Customer stated he did not receive any type of alarm. Customer stated after battery change, he tried three batteries and insulin pump would not turn back on. Customer is currently unable to troubleshoot. Customer's blood glucose was 290mg/dl, treated with backup plan.